Manufacturer narrative:
An internal investigation was performed for a false positive cefoxitin screen for three (3) staphylococcus aureus patient isolates, in association with the vitek® 2 ast-p635 test kit. The customer had tested with cefoxitin disc diffusion which was susceptible, and stated the strains were meca negative. Biomérieux requested repeat testing on the vitek 2 but no information was received. The customer did not save the strains for investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. The vitek 2 ast-p635 lot #7350837403 met final qc release criteria. This lot passed qc performance testing.

Event description:
A customer in (B)(6) reported a false positive cefoxitin screen for three (3) staphylococcus aureus patient isolates, in association with the vitek® 2 ast-p635 test kit. The customer reported that vitek identified (B)(6) due to cefoxitin screen positive. The phenotype flagged as pbp ((B)(6)) and the (B)(6) mic was (B)(6) so the interpretation was changed to (B)(6). The customer did not repeat the tests on vitek. The customer stated an incorrect result ((B)(6)) was reported for two patients "hat" had a history of s. Aureus. The physician questioned the results and then alternate tests were performed. All three isolates were (B)(6) and cefoxitin susceptible with disk diffusion ((B)(6)). There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.